Manufacturer narrative:
Sample received by shm: the samples consist of two product. The two (2) sample was received in used conditions without its original package. Visual inspection: the sample was visually inspected, at a distance of 12 to 24 and normal conditions of illumination. Result: base with foreign matter stuck on it and cannula bent was found in the unit returned. Testing inspection: buckle was connected in the base and water was pass through the tube using a syringe. Results: a leak was detected on one (1) the in two cannula. Due to the fact there was no lots were programed to be manufactures in the near future, a review of the production run was performed by the quality engineer on 24-sep-2018, in order to verify that there are no situations or practices that could create the event as described in description of non-conformance?. Both part numbers belong to the cleo product family and are manufactured with the same process, procedures and controls. However the one has a 24 buckle while the other has a 31 buckle. During the verification the following operations were reviewed: assemble base, cannula and setum operation was audited; no discrepancies were found. Training records on assemble base, cannula and setum were reviewed, operators are trained on operation been performed. Maintenance records form site threader machine used for the operation were reviewed; no anomalies were detected. 32 cannulas were inspect to ensure that the cannulas present the correct form and shape. Visual inspection: 32 samples were taken from packaging area to ensure that the cannula no broke and the needle is placed properly. Results: no discrepancies were found. Mitigation: production personnel verifies 100% that the part (or assembly) has the correct components, features, elements and/or shape. Quality personnel performs an in process audit at 1 hour intervals to verify that needle is properly threaded on the retractor assemblies. Quality personnel verifies that the needle is properly threaded inside of the cannula and that tip of the cannula is flush or below at least one of the 3 needle heels. Root cause: the customer reported: a leakage has been observed. The patient didn't receive all of the medication. The most probable root cause are: production personnel did not detect any damage across cannula surface that could affect product functionality. Action taken: quality alert was generated on 25/sep/2018, to ensure that operators can assembly the component correctly. A notification of this complaint to the production personnel was conducted by the quality engineer on 25/sep/2018 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
A leakage has been observed. It seems this issue is due to use of set cleo. The diffuser has been tested without the set and no leakage has been observed. Where as with the set, a leakage has been observed. The patient didn't receive all of the medication. No patient injury reported.